Event description:
Information was received from a patient(pt) regarding an external device.  The reason for call was caller reported that the controller is not working since today. Caller stated that they had no trouble charging the implanted neurostimulator this morning, but when they went to charge the controller, it wouldn't charge. Caller noted that the controller will blink for a while and then turns off and quits. Caller mentioned that they tried aa batteries in the controller and that resolved the issue. Pt confirmed green light on ac power supply box. Patient service specialist had caller reset the controller. Pt plugged controller into ac power without no battery pack - screen did power on. Pt reinserted battery pack; controller battery said 60% recharging and green light was blinking with implant at 100%. About 1-2 minutes later, there was no blinking green light on controller and screen was blank. Agent reviewed it is normal function for controller to go blank but green light should still be flashing. Agent had pt inspect controller battery compartment; pt noted 1 of the pins is bent down and they are able to push it back up. No visible damage reported to the battery pack. Agent asked - pt confirmed controller was dropped a time or two. During the call, pt noted they turn therapy way down at night. Agent recommend to use aa batteries in the meantime. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745nt; serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97745nt lot# serial#(B)(6) was returned for analysis and found the battery contacts were bent and causing charg e/power issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.